Manufacturer narrative:
Correction: block e. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): device problem code a0501 captures the reportable event of internal bolster detached. Block h10: an endovive securi t replacement bolster was returned. The internal bolster was observed detached. Dimensional inspection confirmed that the device measurements were within specifications. Microscope inspection revealed that the internal bolster was once attached and remains of it were found also on the tube. Therefore the reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the most possible cause of the detachment may be related to some technique performed during the insertion that may have affected the device. During the time that it was placed, anatomical factors could have contributed that may have lead to the detachment of it inside the body after the procedure. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Iit was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a gastrostomy replacement procedure. The procedure date is unknown. Post procedure, on (B)(6) 2021, the internal bolster detached from the tube and fell in the patient's stomach. It was reported that there is no patient adverse event confirmed by the remaining bolster in the stomach. A new endovive securi-t replacement bolster was placed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a gastrostomy replacement procedure. The procedure date is unknown. Post procedure, on (B)(6) 2021, the internal bolster detached from the tube and fell in the patient's stomach. It was reported that there is no patient adverse event confirmed by the remaining bolster in the stomach. A new endovive securi-t replacement bolster was placed.